Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 03/17/2020. Device evaluation: the product associated to the complaint was received in the original folding carton and lens case. The lens is cut, most probably related to the removal mentioned on the initial report. There is a distorted and detached haptic. The reported issue was verified. Based on the initial report, the issue was noticed during insertion. As the lens preparation for delivery could not be recreated a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received. No product investigation request was required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; if explanted, give date: not applicable as the iol was not implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After inserting z9002 21.5 diopter intraocular lens (iol) into the patient¿s right eye customer account reported the haptic was torn. Vitrectomy was performed and the lens was removed and replaced. Through follow up, customer account provided additional information confirming no patient injury and the back-up lens used to complete the procedure was a different lens and diopter size. It was reported a 10-0 nylon suture used. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.